Manufacturer narrative:
During an interventional procedure, a vista brite tip catheter was inserted and kinked at the hub. Another brite tip was inserted however, the distal tip was frayed. The procedure was finished with another unknown device and there was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. Additional procedural details were requested but are unknown. The products were not returned for analysis. A review of the manufacturing documentation associated with the reported lots were performed and it was found that no defective units were rejected during the final assembly of this lot. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned to inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
During an interventional procedure a brite tip guiding catheter (lot 17117573) inserted kinked at the hub.  Another brite tip (lot 17117574) as inserted however, the distal tip frayed.  The procedure was finished and there was no reported patient injury.  The devices will not be returned for analysis.  The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.  Additional procedural details were requested but are unknown.